Manufacturer narrative:
(B)(4). Product not yet returned for evaluation. Most likely underlying root cause: user had an inaccurate reference.

Event description:
The meter it is providing results of 300 and 250. The patient states their expected result is 110-120mg/dl. The patient confirms that their glucose is controlled with diet and exercise. Proper maintenance of the test strips is confirmed. 20% margin of error also provided to patient.